Event description:
The customer was hospitalized with high blood sugars. During the troubleshooting, the infusion set was removed and the cannula was bent. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.